Event description:
Bd's new style alaris pumps have defective plastic. These devices are not as durable as their previous models (both bd and carefusion branded). The hinge for the door latch spring become deformed from routine use. Other plastic parts such as the door, door cover, and bezel are also less durable than previous models. Several devices have been returned to bd for evaluation of the door and bezel, but they claim the product is not defective. Healthcare facility experience suggests otherwise.